Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having issues with their device settings. It was stated they had to go every few weeks to have an adjustment made. There had been 4 to 5 adjustments made in the last 6 months. The patient's physician stated they must be going near or close to equipment or devices which change the settings.